Event description:
It was reported that, the facility had a caregiver injury as a result of the brakes not holding properly.

Manufacturer narrative:
Conclusion: investigation is ongoing to provide conclusions.